Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off the mcs instrument and inside the patient. The mcs tip cover accessory was retrieved during the same procedure. After the event occurred, the surgical staff noticed that the mcs tip cover accessory had a small split at the scissor blade end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The customer provided an image of an mcs tip cover accessory and outlined location of the split on image. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: it was reported that the mcs tip cover accessory fell off of the instrument and inside the patient. The item was retrieved during the same procedure and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. Although there was no patient injury as a result of the event, this issue could cause or contribute to an adverse event if it were to recur.